Event description:
This rv lead was implanted on (B)(6) 2011. A call to technical services on 9/8/11 states that they are repositioning the rv lead due to possible dislodgement. Sensing and threshold have changed dramatically. Dr. (B)(6) will be doing the repositioning. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).